Manufacturer narrative:
Additional information: d9 device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the drive link was sheared from the device and no longer present with the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that the drive link was sheared from the device and no longer present with said device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.